Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that during patient monitoring their device had powered off by itself and subsequently illuminated its service led when attempted to power on. The patient associated with the reported event was not harmed.

Manufacturer narrative:
Physio-control evaluated the customer's device was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer quality engineer reviewed the downloaded key log file and observed that the auxiliary power source was not communicating with the device and there was inconsistent switching between the auxiliary power source and the batteries. The evidence indicates that the likely cause of the reported issue was either interference from a modified sine wave inverter or damaged acpa cable. The customer confirmed that they do not use a modified sine wave converter and did not send their device for evaluation with an acpa cable, so the likely cause of the reported issue was isolated to a damaged acpa cable.

Event description:
A customer contacted physio-control to report that during patient monitoring their device had powered off by itself and subsequently illuminated its service led when attempted to power on. The patient associated with the reported event was not harmed.